Event description:
It was reported that this right ventricular (rv) lead was revised due to unknown reason and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was revised and remains in service. No additional adverse patient effects were reported. Additional information indicated that the patient was noted to have loss of capture on telemetry monitoring with a heart rate of 45 beats per minute (bpm). A lead dislodgement was confirmed through manual threshold testing in both bipolar and unipolar configurations with surface electrocardiogram monitoring, while the device demonstrated no performance issues. Upon arrival at the emergency department, the patient appeared to be experiencing a congestive heart failure exacerbation at the time the lead dislodgement was identified. During the procedure, complications unrelated to lead repositioning occurred, marked by coughing and expectoration of frank red blood, which required intubation. This rv lead was subsequently selected for repositioning rather than replacement and was successfully repositioned without difficulty, with satisfactory testing results confirmed the following day.